Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted .

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units. Reportedly, the cartridge was filled with 120 units of insulin. Blood glucose level was 250 mg/dl. Insulin delivery was resumed.